Event description:
The pump reportedly changed settings when it was unplugged/plugged back in. The device was initially set to infuse an unspecified i.v. Solution at 75 ml/hr. Later that day, the rate was decreased to 50 ml/hr. The nurse unplugged the device to assist the pediatric pt to the bathroom. "When the pump was plugged back in, a loud noise sounded, the volumes cleared and the rate reverted to 75ml/hr." The nurse noted the changed rate and reset the pump. The same scenario occurred later in the day, at which time the nurse switched pumps. The child did not receive i.v. Fluid at the incorrect rate as the nurse noted the loud noise and corrected the flow rate. No adverse effect occurred.